Manufacturer narrative:
The customer¿s report of leaking ¿at the hub¿ during lipid infusion was neither confirmed nor replicated. Both the tubing set and customer-provided syringe were performing effectively during functional testing. Naked-eye and microscopic examination of both components did not reveal any damage or abnormalities. The root cause of leaking ¿at the hub¿ during lipid infusion could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while infusing lipids the tubing leaked at the "hub". There was no report of patient harm.